Manufacturer narrative:
The device shows one of the jaws broke off. The jaw is broken off near the hinge. The breakage surface is showing some discoloration, which indicates an older break. The appearance indicates repeated stress failure. Part was manufactured in 2008-03. The instrument had been in use for approx. 11 years. The damage is most likely caused by repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel. Re-enforcement of the broken area has been implemented with production january 2016.

Event description:
We received a vigilance report from our manufacturer in (B)(4) which was filed with the national competent authority, (B)(6) in (B)(6). Allegedly, the broken insert item 33310c was involved in a patient incident. The vigilance report stated the received device shows one of the jaws broken off near the hinge.